Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 404 mg/dl at the time of incident and the customer also report the blood glucose was 290 mg/dl. Customer treated with insulin pump. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer state that they was unable to enter auto basal. Troubleshooting was performed. The product will be returned for analysis.